Event description:
Asr revision; hip(s) to be revised: left; type of hip replacement product: asr xl acetabular system; reason(s) for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Additional reasons for revision: alval/soft tissue reaction, soft tissue damage.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint 26413. Reason for original complaint- asr revision hip(s) to be revised: left type of hip replacement product: asr xl acetabular system reason(s) for revision: unknown update- added surgeon taken from claimsuite dated 13th feb 2013 update - added reason for revision taken from claimsuite dated 24th june 2013 reason(s) for revision: alval / soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- asr revision hip(s) to be revised: left type of hip replacement product: asr xl acetabular system reason(s) for revision: unknown update- added surgeon taken from claimsuite dated (B)(6) 2013. Update - added reason for revision taken from claimsuite dated (B)(6) 2013. Reason(s) for revision: alval / soft tissue reaction the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.